Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose after usual meal announcements while using the ilet and inquired about performing a factory reset; the user was advised that medical advice could not be provided and was directed to training resources. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included complaint intake and review of available use information. Investigation of this case revealed that the cause of the hypoglycemia was unclear with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.